Event description:
It was reported the pt had redness around both catheter incision and pump pocket sites. The hcp opened up the back incision site and found "nothing wrong". He irrigated and closed the incision site. The patient's mother spoke to the hcp noting the pump pocket looked "red". Later that evening, the hcp contacted the MFR's representative to meet at the medical center to reopen the site once more. Upon examination, there was no fluid buildup, no catheter tears and no bleeding at the catheter/anchor site. The hcp believed that upon initial irrigation of the back incision, the fluid may have shot over to the pocket making it look larger. There was no break in the pt's therapy and the system integrity was fine. No other symptoms our outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.